Manufacturer narrative:
Concomitant medical products: sym1510 stex 15x10cm x1 (lot# pnj0225x), sym2015 stex 20x15cm x1 (lot# pnk0722x). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after implant, the patient experienced recurrence and adhesions. Post-operative patient treatment included revision surgery.